Event description:
In (B)(6) 2010 I got breast implants. Over time I have become very sick with multiple symptoms I thought I was dying and was plagued with fatigue it was very distressing and affected me in many ways. Doctors couldn't find any problems, so I did some research on breast implant illness and found I had most of the symptoms on the list. I had ultrasounds done and it didn't show any rupture. I knew I was very sick and there was no other reason I should be sick, so, I decided to explant on (B)(6) 2021. The capsule was removed, and pathology reports silicone had been seeping from both implants into my body and poisoning me. There was a lot of inflammation, part of my muscles had to be cut away. Post explant systems are improving. FDA safety report ID # (B)(4).